Event description:
Customer alleges that at night, on multiple occasions, the bedside bag has malfunctioned by creating a vacuum with the sides becoming stuck together not allowing the urine to flow into the bag. Customer stated that he is a quadriplegic and this issue can cause a life threatening condition of autonomic dysreflexia for him. The customer stated to date they have not had to seek medical attention for the reported issue.

Manufacturer narrative:
The instruction for use (IFU) does not adequately explain how to lock the inlet tubing into the retainer clip preventing the flutter valve from kinking. A change order will be initiated to correct the IFU. The customer was advised of the proper positioning of the hanger to prevent the flutter valve from twisting, thus preventing the urine flow into the bag. Labeling contains inadequate instructions for use/maintenance. Labeling related.